Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on december 12, 2017 revealed that the calibration was out of specifications at the 0 setting but within at all other settings. The control bar was not flush with the master blade and the motor speed was within specifications. The 1 inch, 2 inch, and 3 inch width plates needed replaced. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, width plates, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not cutting properly¿ was confirmed since during the initial inspection it was noted that the control bar was not flush with the master blade. The root cause of the reported event was due to the control bar that was found to not be flush with the master blade. This could cause the device to produce an unsatisfactory cut. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The device shredded tissue instead of perforating it. The reported issue occurred during surgery with a delay of unknown time due to the need for additional skin harvest. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; not yet evaluated.

Event description:
It was reported the dermatome was not cutting properly. No adverse events have been reported as a result of this malfunction.